Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose level was 54 mg/dl at the time of incident and the current blood glucose level was 235 mg/dl. The customer was treated with glucose tablets. The customer did experienced the symptoms such as positive results in ketones test, nausea and vomiting, abdominal pain difficulty breathing. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Based on customer¿s report customer does allege insulin pump was over delivering and under delivering. The drive support cap appears normal. Troubleshooting was assisted. The insulin pump will not be returned for analysis.